Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
Date received by manufacturer should have been 19-aug-2013 rather than 19-aug-2913.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.